Manufacturer narrative:
The medical device expiration date is unknown as the lot number is unknown. The device manufacture date is unknown as the lot number is unknown. Device evaluation: results - no sample or photo was submitted by the customer. The lot number is unknown therefore no retain sample inspection can be conducted. A review of the device history record cannot be conducted as the lot number is unknown. Conclusions - bd was not able to duplicate or confirm the customer's indicated failure mode. Without a sample, an absolute root cause for this incident cannot be determined. The most possible cause is that the unit was not properly uv cured to ensure no separation of the hub from the holder.

Event description:
It was reported that blood splattered in the phlebotomist's face when transferring blood from a 10cc syringe into blood culture bottles using the suspect device. The phlebotomist pushed down the plunger of the syringe, causing the red luer adapter to break off and blood from the syringe to splatter out. Blood was collected from the source. The phlebotomist went to the emergency department for evaluation and had blood drawn to evaluate for (B)(6). A follow up is scheduled in 3-6 months. No other medical intervention was required.